Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a device was failed to launch application and stuck on carefusion screen. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got stuck on a care fusion screen. A technical support specialist confirmed with the customer, the computer name was changed to es-rossrx2, and the rss package was reinstalled to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.